Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a bad fall on her back. She went to reach to turn a light on and fell on the side of the couch and was stuck between the couch and vacuum cleaner. Patient stated after the fall, the stimulator was giving her shocks so bad and the patient programmer (pp) batteries were dead. She replaced the batteries in pp and turned it down and the shocks stopped. She broke her tailbone twice in the past and thought that she broke her tail bone this fall because it felt similar. Patient indicated she broke her tailbone prior to implant. She went to ER yesterday for this and they took x-ray and that were unbearable. She went to a ¿band aid¿ hospital and they told her nothing was broken but she had contusions in her back. Patient said they ER and hospital did not know anything about her device. She was having some leaking since the fall but last night she lost bladder control and she had to start wearing a ¿leg bag¿. Patient stated she normally wears pull-ups and had a catheter. She experienced leakage out of the catheter site. She had this prior to her implant and was unrelated to her device/therapy. Patient was re directed to healthcare provider (hcp) to discuss symptoms and have device checked. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting they were (B)(6). They continued to report that they had fallen on their back fracturing their tailbone and the shocking started (B)(6) 2017 in the evening. Patient stated that they fell on the device and was unsure if it damaged the device. Patient was reprogrammed on (B)(6) 2017. However on (B)(6) 2017 they were getting shocked again. Patient stated that hopefully the shocking had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the fall on their back called contusions. The shocking was resolved.